Event description:
The complainant reports an over delivery. The intended rate was 750ml at a rate of 75ml/hr over 10 hours, however the actual amount delivered was 1500ml.

Manufacturer narrative:
The device has been received and is currently undergoing evaluation. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.